Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned they saw on their controller that the check position button was grayed out and the pt said they had "lost all their programming" in their controller and had started to experience cramps and shooting pains when they were walking around. Pt said they had the pain in the back of their legs and saw that the check position feature had been turned off. Pt said they had met with their manufacturer representative (rep) for reprogramming and had the adaptive stim set up with "over 100 settings." During the call, the pt confirmed the check position button was grayed out. Pt then went into program 1 in group a and saw adaptive stim was turned off. Pt turned adaptive stim on and then checked programs 2 and 3 and confirmed adaptive stim was turned on. Pt then went to check position and saw that check position was illuminated, but when pt clicked on check position, the setting displayed uprightwhen the pt was sitting down. Pt remained sitting for 5 minutes on the call, but when pt pressed recheck multiple times, the setting remained upright and would not switch to reclining. Pt had an upcoming appointment with their healthcare provider (hcp) and asked for a rep to be present at this appointment. The patient was redirected to their healthcare provider to further address the issue.